Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was not returned to manufacturer and the investigation is concluded.

Event description:
It was reported "date of event: 07oct2025 customer: (B)(6) [united states] I [cook sales rep] received a call from # c21448-85 that yesterday during a case a surgeon fired the laser and left behind a piece of the outer coating from the motion wire (it might have instead been a piece of the hydrophilic tip, they are not sure). Customer asked if it was okay to leave the piece behind inside the patient, and I informed them that cook medical cannot approve of any foreign bodies left behind in a patient. That is ultimately up to the surgeon to decide. Customer did not retain packaging or broken product and provided no pictures/video evidence of this incident."